Manufacturer narrative:
Model # is unknown. No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use of the cassette, a no message alarm went off. This event was observed in two pumps. No patient injury was reported.